Event description:
The reporter contacted animas on (B)(6) 2013 indicating a button/keypad tactile change prior to damage issue. The reporter stated that the keypad was peeling and the keypad had to be adjusted correctly over the buttons to respond. There is no indication that the reported issue contributed to an adverse event. This report is made because the issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 07/30/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was observed to be completely peeled off and missing. The contrast key contact was missing. The up, down, and ok key contacts were functional.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.